Event description:
It was reported that during use on a patient, "the cap was occluded by a plastic that unable us to monitor". Additional information states that there was no patient harm or injury as the issue was identified at the time of connection. The filter was changed out and the patient's current status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The sample was returned and sent to the manufacturing site for investigation. The manufacturing site reports "complaint reported that cap area was occluded by a plastic. Based on the investigation conducted on the returned sample, luer port of the complaint product housing has occluded by the housing material. The mentioned product housing was supplied by our supplier, and hence supplier corrective action request (scar) and nc has been issued, root cause analysis and identified corrective actions will be implemented through this scar. Assembly process will be conducted in our manufacturing site for the product after receive the part item from supplier."

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during use on a patient, "the cap was occluded by a plastic that unable us to monitor". Additional information states that there was no patient harm or injury as the issue was identified at the time of connection. The filter was changed out and the patient's current status is reported as "fine".